Event description:
An invance sling was implanted on (B)(6) 2008, for incontinence. Exact date is not available. In (B)(6) 2008, the sling was removed due to infection. The pt then had a third procedure to clear out additional infection, date of third procedure is not available. Pt reports that he continues to have pain due to failed procedure, has had several nerve blocks for pudendal nerve damage and has continued incontinence.

Manufacturer narrative:
Unable to confirm if the event is related to a product malfunction, product has not been returned for analysis. No conclusion can be drawn at this time. Should additional information becomes available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.